Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also, found sensor with a bent cannula. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 14 mmol/l and the sensor glucose was 3.9 mmol/l at the time of the incident. The sensor will be returned for analysis.